Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during a dwell cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient was connected at the time of the alarm, and didn't disconnect at any point during therapy. Nothing unusual was noted with any of the home patient's supplies. The home patient had no unused supply lines. Outlet port clamps are used while making spike/port connections. Baxter technical service center assisted the home patient in ending therapy early. The home patient then started a new therapy session using the same supplies. No patient injury or medical intervention was associated with this incident, per the home patient's spouse.